Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) was not powering up. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the user interface module (uim) and reported touch screen up would not power up was not duplicated. There were no malfunctions found. This reported issue will be tracked and internally investigated.